Event description:
Per the clinic, the patient underwent surgery on (B)(6) 2013 to excise skin overgrowth and exchange the abutment. Implanted device remains.

Manufacturer narrative:
Implanted device remains.